Manufacturer narrative:
The insulin pump was received with intermittent frozen display, no button response and watchdog alarm anomaly due to moisture damage on the electronic stack also; upon visual inspection the insulin pump had moisture damage on the force sensor resistor. No moisture damage was found on the motor noted. Unable to perform the displacement, self-test, off no power test, a21 error test, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had frozen screen and audio beep anomaly. The customer's blood glucose level was unknown. The customer's most current level was 113mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.